Event description:
The patient was re-hospitalized. The pericardial abscess was caused by cultured identified staphylococcus aureus resident bacterial infection. Antibiotics was administered to the patient. The transplant order of the patient was listed almost at the top of the waiting list. It was planned that the patient would continue to be hospitalized and administered antibacterial drug until the transplant was reached.

Manufacturer narrative:
Section b2: corrected. Section b5: corrected. Section d1 (brand name): corrected. Section d4 (catalog number): corrected. Section d4 (UDI number): corrected. Section h6 (health effect - impact code): corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subcutaneous tissue around the left precordial thoracotomy wound was fragile, and the accumulation around the blood pump leaked out of the dermis. A noncardiac surgery was performed which closed negative pressure therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.